Event description:
The surgeon realized that the chunk is fallen apart, he is not able to use it, because the teeth have fallen out. The operation was finished with another chuck successfully this is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual investigation has shown that one of the clamps holding the cutting tool in the chunk attachment is broken off as complained. The review of the production history revealed that this instrument was manufactured in november 2011 according to the specifications. No abnormal findings were identified. The instrument was manufactured according to the specifications. We are not able to determine the exact cause of failure; we can only assume that high vibration in combination with high loads could have caused this occurrence. The complaint was determined to be indeterminate.